Event description:
It was reported that the patient experienced pacemaker syndrome in the setting of complete heart block. The implanted pacemaker was explanted and replaced successfully. The patient's status was unknown.